Event description:
Healthcare professional reported "capsular contracture iii" and "late seroma"; MRI performed. This relates to the left side. The device remains implanted.

Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; late seroma

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture iii" and "late seroma"; MRI performed. This relates to the left side. The device remains implanted.